Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr 3 repair record. As per customer's complaint of unit displayed error code 200 ref 25 when turned on, unit was evaluated, and the error was displayed again. This was due to a bad psu board. To correct the problem; replaced the psu board. 6 m3x8 cheesehead screws were replaced because they were broken. Minor scratches on top plate did not require repairs. The unit passed all functional tests and is fully operational. Performed service bulletin scbr23. A device history review could not be completed dud to the age of the device. UDI: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the vapr 3 generator displayed an error code. There was no surgical procedure involved. This is report 1 of 1 for (B)(4).